Manufacturer narrative:
Vup esm was replaced.

Event description:
Hamilton medical ag received the following incident description: panel connection lost after starting the device.

Event description:
Hamilton medical ag received the following incident description: panel connection lost after starting the device.

Manufacturer narrative:
Vup esm was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: panel connection lost after starting the device.

Manufacturer narrative:
Vup esm was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. A detailed investigation was performed by an expert from the technical service: the technician on site investigated the ventilator and found out that the root cause was a defective vu esm board. This malfunction interrupts the connection between the ventilator and the screen which makes the device inoperable. In consequence the vu esm board with part number msp396377 was replaced and sent back to hamilton medical ag for investigation under rga# (B)(4). After a new vu esm board was installed, the device was tested and is back in use. This incident occurred during start-up without patient involvement but if such an incident happened during ventilation it could lead to a deterioration of the patient's state of health. Therefore, this case was assessed reportable.